Event description:
The customer contacted baxter?s technical service center regarding a check supply line (csl) alarm, which occurred on the homechoice (hc) during use, during prime. The baxter technical service representative (tsr) explained the alarm and had the caller discard the supplies and start over with new supplies as the caller had disconnected and reconnected a bag. The caller would start over with new supplies and call back if there were any problems or questions.the solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's nurse on (B)(4) 2012 and she was not aware of the patient having had that issue. She said she would be seeing the patient today and would followup with them about proper aseptic technique regarding not reusing supplies. As far as she knows the patient has been completing therapy successfully since then. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. A follow-up MDR will be submitted if any additional information is received.